Manufacturer narrative:
We have become aware of an incident involving the ahp300-y. The ventilator was placed on the patient with no problem. The ahp300 sounded a critical battery alarm which they then plugged the unit into ac (115 volt) on the ambulance. The alarm kept sounding but the unit kept performing. The paramedic didn't think the ahp300 would continue running after being removed from the ac line in the ambulance, so the hospital was notified to have a portable ventilator ready for transfer when they arrived. The device has been sent back to the manufacturer and is currently being investigated.

Event description:
The paramedics were at the hospital to do a transport, they placed the patient on the ahp300 with no problem. When they got the patient into the ambulance and started driving the ahp300 sounded a critical battery alarm. When the alarm sounded, they plugged the unit into ac (115 volt) on the ambulance and the alarm kept sounding but the unit kept performing. They had notified the hospital they were enroute and to have a portable ventilator ready for transfer when they arrived as she didn't think the ahp300 would continue running after being removed from the ac line in the ambulance.